Manufacturer narrative:
(B)(4). H3 investigation summary ==> it was reported that the device had performance fixation feature breakage intra-op. It was received for analysis ten unopened samples of product code sxpp1a401, lot mmz746. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged fixation feature were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance fixation feature breakage intra-op was found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section fascia closure on an unknown date and a barbed suture was used. During the procedure, the barbed suture was anchored and during the pull through, the last anchor broke off therefore allowing the device to be pulled all the way through the fascia. Another like device was used to complete the procedure from a different lot number. There were no adverse consequences for the patient. No additional information was provided.